Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour into therapy, the tubing of a catheter extension set snapped at the y-connector. The reporter stated there was a backflow of blood out of the line. The event was resolved by clamping off the port and tubing then flushing the line and changing the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the male luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.